Event description:
It was reported that the surgeon experienced difficulty locking the articular surface into the implanted tibial tray. After the first surface was seated, micro-motion and lift-off was observed in the lateral medial area. The surface was removed and a new component was inserted. The same condition was noted. The second articular surface remained implanted to complete the procedure.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.